Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/29/2008. Antiback. Evaluation summary: the analysis results confirmed that the mcm30 did not feed the clips properly. A potential cause is a toe-in-clip track. Additionally, the antiback-up was found to be non-functional as the antibackup lever teeth were worn out. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.